Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 5076 lead, (B)(6) 2013. (B)(4).

Event description:
It was reported by the patient that they may have heard noise coming from the implantable cardioverter defibrillator (ICD). A manual transmission was sent and the physician reported there was a rise in the right ventricular (rv) lead coil impedance. It was also reported there was a rise in threshold. The patient was scheduled for reprogramming. The lead remains n use. No patient complications have been reported as a result of this event.